Event description:
It was reported, gamma targeter is cracked in 2 places. Caused 2 surgeons to struggle lining up lag/distal screws. No patient(s) were affected by the defected product.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.